Event description:
Complaint received stating that "caused ulcer on toe and patient ended up having toe amputated." Product not returned for evaluation or review. No additional information received from patient, and/or clinician regarding additional details of incident. Complaint indicated event caused or contributed to permanent impairment, injury, or death. Unable to confirm if device caused or contributed to the event.